Manufacturer narrative:
Model number/catalog number: sc-2317-50; (B)(4); model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing loss of stimulation. The patient underwent an explant procedure.